Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator unit giving erratic ventilation rates, low minute ventilation (ve) and end-tidal volume (vte).despite set rate, the vent will administer 0-33 bpm. It will also give low pressure alerts despite no detected low pressure in the system, giving "patient circuit" warnings and does not ventilate. When in pressure setting,it is giving vte read outs of 60-1200 breath to breath. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.